Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient presented at hospital, where his surgeon performed a c5-6 radical cervical discectomy, the c5-6 application of biomechanical intervertebral device, the morcellized allograft and autograft for spine surgery. On (B)(6) 2010, the patient presented at hospital, where his surgeon performed a surgical procedure. Sometime postop, the patient reported severe chronic pain syndrome, back pain, shoulder pain, infection in the neck, deterioration, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6), 2010 the patient underwent a c5-c6 radical cervical discectomy, the c5-c6 application of biomechanical intervertebral device, and morsellized allograft and autograft for spine surgery. It was reported that on (B)(6), 2010 the patient underwent a c3-c7 posterolateral arthrodesis and fusion, c3-c7 laminectomy with bilateral foraminotomies, and morsellized allograft and autograft for spine surgery. It was reported that the patient suffered from chronic pain syndrome, back pain, shoulder pain, infection in the neck, and narcotic dependence.